Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v as a piggy back to another lens and the lens tore. The surgeon removed the lens without enlarging the incision or suture, and no pt injury. The surgeon was using a competitor's inserter which is considered as off-label.

Manufacturer narrative:
Evaluation results: - a visual inspection of the returned product shows the lens is torn in half. There is reddish residue on the lens.